Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, the thread broke. The surgeon did a knot to continue using the suture. There was no patient injury.